Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on the helix mechanism. The full lead was returned for analysis.

Event description:
It was reported that during an implant attempt of a pacing system, the patient had an episode of sustained ventricular tachycardia. The physician decided to implant a defibrillation system rather than a pacing system, and the lead was replaced. No patient complications were reported as a result of this event.